Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. The event occurred while in use with the patient. There was a delay in infusion therapy. Patient is female with date of birth (B)(6) 1944 with initials m, m. There was patient involvement, and unknown patient harm reported.

Manufacturer narrative:
H2) device evaluation: g1 manufacturer contact office address and city updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.